Event description:
It was reported to boston scientific corporation that an occluder occlusion balloon was used during a percutaneous nephrolithotomy procedure on (B)(6) 2013. According to the complainant, during preparation when the physician was testing the occlusion balloon outside the patient, the balloon would not deflate. A second occlusion balloon was tested and the same issue with deflation was noted. There was no visible damage noted on the device and its packaging. The procedure was finished with another of the same device. The condition of the patient was reported to be stable at the conclusion of the procedure. Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report (3005099803-2013-12570) pertains to the other device.

Manufacturer narrative:
The complaint sample was returned for evaluation and the complaint description was not confirmed. The returned balloon was inflated and deflated with no issues. It is possible that the suction was not applied to the balloon after inflation during preparation. The most probable root cause is handling damage. The device history record review confirms that this device met all material, assembly and performance specifications.